Event description:
Per medwatch mw5108896: patient stated she had a defective cassette that gave error message "no disposable, pump wont run" on both of her pumps. Once she changed the cassette, the pumps were fine. Describe in detail any, and all damage to the cassette. Cassette was producing error message on both of patient's pumps.has this incident happened within the past six months? No.did the reported product fault occur while in use with the patient? Yes.did the product issue cause or contribute to patient or clinical injury? No.is the actual device available for investigation? Yes.did we replace device? No. Did the patient have a backup device they were able to switch to? Yes.if yes, was the patient able to successfully continue their infusion? Yes.is the infusion life-sustaining? Yes.what is the outcome of the event? Resolved.did we (MFR) replace the cassette? No.